Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 27 mg/dl. The customer was treated with sugar and apple juice. The customer was unable to clear the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 27 mg/dl. The customer was treated with juice. The customer has been experiencing low blood glucose for today. The customer discontinue troubleshooting due to button error and unable to determine what caused her to receive so much insulin.

Manufacturer narrative:
The insulin pump was received with intermittent act and bolus buttons response due to corroded keypad traces. No button error alarm during our testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected bolus history anomalies noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.